Manufacturer narrative:
Investigation summary: 02/12/2026. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. D4 - primary UDI number - blank as all information is unknown.

Event description:
The event was reported via medsun mandatory and voluntary report uf importer report number (B)(4) with regards to an unspecified ICU medical tubing. It was reported that the event occurred on an unspecified date the tubing was having proximal occlusions and distal air issues; the tubing showed distal air where it let air past the chamber. It was also connected to the secondary device. There was patient involvement but harm was not reported as a consequence of this event.